Event description:
It was reported that the patient underwent an original artificial urinary sphincter (aus) surgery in which the surgeon perforated the urethra. The surgery was aborted due to this incident. The patient was not implanted with any of the aus components. No further complications were reported. Should additional information be received, a supplemental report will be filed upon completion of the product analysis.